Event description:
A remstar auto device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the third party service technician visually inspected the device and found evidence of foam particles or degradation inside the blower kit. Additionally, the device had fluid contamination and displayed error code e053 (comp log sem timeout). The device was scrapped by the service center after the evaluation was completed.